Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys/ expiration date: 28-feb-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, dev rtn to MFR? No, device mfg date: 24-sep-2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon removal from packaging, the leadless implantable pulse generator (ipg) tines were exposed and protruding from the delivery system (ds) and could not be withdrawn. The tether was released and then the leadless ipg was withdrawn fully into the ds. The leadless ipg was implanted and remains in use. No patient complications have been reported as a result of this event.